Event description:
It was reported that during a coronary angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The 99% stenosed, concentric shaped,de novo lesion was located in the moderately tortuous and severely calcified left circumflex. The left coronary artery was cannulated. This 2.25x32mm promus element stent delivery system along with a 0.014 non-bsc guide wire were selected and advanced to the lesion; however, the device was unable to cross the lesion. The stent was removed and the physician found that stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The 99% stenosed, concentric shaped,de novo lesion was located in the moderately tortuous and severely calcified left circumflex. The left coronary artery was cannulated. This 2.25x32mm promus element stent delivery system along with a 0.014 non-bsc guidwire were selected and advanced to the lesion; however, the device was unable to cross the lesion. The stent was removed and the physician found that stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the returned revealed that the proximal stent struts were bent back distally and the proximal edge of the stent was bunched back distally on the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).